Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection was performed, and a missing tube of the tail end was observed. No solvent residue was present on the y connector. Dimensional analysis was performed on the y connector, and the device was conforming. The reported condition was verified as a missing component which would be unlikely to cause or contribute to serious injury. The cause was determined to be from automatic assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a different connection port than usual. The port has a similar design to the y-port. This was observed during priming. There was no patient involvement. No additional information is available.